Event description:
Patient reports increase pain at ipg site for 2 days. No redness or fever. Does report increase pain and swelling. Referred to clinic. Rep also notified. Device remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.